Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 441 mg/dl at the time of the call. The customer did not seek medical attention. The customer stated they had calibration errors on their sensor. The customer was stated that they will call back to trouble shoot the issue after they had lunch. No further information was provided.